Event description:
Final MDR being submitted due to identification of user error on (B)(6) 2021 and subsequent completion of the investigation on (B)(6) 2021.

Manufacturer narrative:
PMA # - p100022/s027. Device evaluation: the zilver 635 self-expanding vascular stent device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Document review : prior to distribution zilver 635 self-expanding vascular stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records could not be conducted as the lot number is unknown. There is evidence to suggest that the customer did not follow the instructions for use (ifu0041-7). The instructions for use state: "multiple stent placement if placement of more than one stent is required, the following recommendations should be considered: -the stent must not be in contact with metals other than nitinol. Please take this into consideration if the patient already has a metal stent. Root cause review: a definitive root cause of user error was identified as there was a metal stent in the patient, and the zilver 635 self-expanding vascular stent should not have been used for overlapping with this stent as the metals are dissimilar and can cause corrosion. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter the patients outcome is unknown complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #p050017/s002 and s003. Date of event: between november 2004 and june 2011. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
De niet et al 2019: (zilver) "geometric changes over time in bridging stents after branched and fenestrated endovascular repair for thoracoabdominal aneurysm." Twenty-eight patients with a median age of 70 years (interquartile range [iqr], 67-77 years) were included. All patients with a taaa or paaa involving the visceral arteries treated with b/f-evar between november 2004 and june 2011 to have adequate follow-up were included. To prevent spinal cord ischemia, spinal drainage was performed at 10 ml/h for 72 hours in combination with maintaining the mean arterial pressure at a level of 90 mm hg. Based on thin-cut (0.75-mm axial slices) computed tomography angiography (cta), a customized three-part cook zenith system (cook medical, bloomington, ind) was manufactured. Branch design is usually standard, being 18 or 21 mm in length, depending on the distance to the target vessel, and 6 or 8 mm in diameter, depending on target vessel diameter. The length of the bridging stent was chosen to fully cover the branch from within to bridge the distance between the branch and the origin of the target vessel and approximately 20 mm of stent length inside the target vessel. Covered balloon expandable stents were used to bridge between branch or fenestration and target vessel. Nitinol self-expandable stents were used to support the bridging stent when required. Follow-up included cta (0.75-mm axial slices) and outpatient visit at 6 weeks and annually or earlier in case the clinical presentation suggested a device related adverse event. Occlusion of the lra (13.0 mm).